Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause (related to corrosion at the distal end and electrical contact of the eyepiece) could not be identified. However, it's likely the cause of the corrosion at the control unit is due to water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions (: <<include cause and conclusion>> should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion at the distal end, electrical contact of the eyepiece, and the control unit. There was no patient involvement.